Event description:
It was reported that pump was not holding a charge as described by customer¿s mother, and customer was not present with pump at time of report. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken, and follow-up was planned to verify pump serial number when customer called back.